Event description:
Customer reportedly received results of 227 mg/dl and 74 mg/dl within 1 minute on the nano system. The customer drank juice and ate a granola bar to treat hypoglycemia. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.